Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shuts down at 90% battery life was confirmed. Root cause confirmation the problem is confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. The root cause is an internal failure in the lithium-ion battery. No other functionality issues were found with the equipment during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported system shuts down at 90% battery life.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported system shuts down at 90% battery life.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system shuts down at 90% battery life was confirmed. Root cause confirmation the problem is confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for less than 5 minutes. The root cause is an internal failure in the lithium-ion battery. No other functionality issues were found with the equipment during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number dybnac014 showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported system shuts down at 90% battery life.